Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was observed that non sustained right ventricular oversensing due to noise on the right ventricular lead was observed. The amplitude of the noise was too large to program around. Recommendation to increase the number of intervals for noise detection to prevent inappropriate therapy pending a revision was made. The lead was subsequently explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of sensing noise was not confirmed. As received, a partial lead was returned in two pieces. The connector portion (a) measured 13.7 cm while the distal portion (b) measured 45.9/ 47.0 cm (lead body insulation/ cables). Electrical testing did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found. Visual examination found external insulation abrasion in two locations one breaching the optim sheath [ 41.6 ¿ 41.9 cm from the distal tip ] with intact silicone insulation beneath and the other one breaching the ring electrode cable lumen [42.0 ¿ 42.2 cm from the distal tip] with intact (ethylene tetrafluoroethylene) etfe cable coating and inner coil lumen both proximal to suture tie impression. The cause of the external insulation abrasion is consistent with friction to device can.